Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the customer had 2 incidents where the suction tip included in the medtronic perfusion tubing pack was broken during use, the tip was completely broken off. It was not tapped/ hit or used inappropriately. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tip is broken off. Reason for the return was confirmed. Correction b5: medtronic received information that during use of a custom tubing pack, it was reported that the suction tip included in the custom tubing pack completely broke off. Correction h6. Device codes (fdd/annex a): this field was updated. Correction d3. MFR name/postal code: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.